Manufacturer narrative:
A5. Ethnicity is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that implantation of an impella 5.5 was attempted but was aborted due to patient anatomy. It was reported that impella implantation was not possible.no signs or symptoms of patient injury or patient harm were reported in association with this event.

Event description:
The impella 5.5 was opened and insertion into the body attempted. The procedure was aborted due to patient anatomy after multiple attempts and best practices. No harm occurred to the patient. The pump was discarded and is no longer available for return.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e1; e3. The cause of the delivery issue was patient related due to patient's anatomy.